Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to noise. The suspected cause of the event was lead damage, however, this was not confirmed via diagnostic imaging. The patient was in stable condition.

Event description:
Additional information received indicated lead insulation damage was confirmed on the rv lead during an in clinic follow-up.